Event description:
The lay user/pt called lifescan (lfs) in 2008 alleging the one touch ultra meter's display was cracked. The medical affairs specialist mailed a letter on february, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue first occurred in 2007. She reported that prior to locating the meter, she had not used if for a very long time. Some time after the reported issue was noticed, the pt reported feeling dizzy, passing out, having stomach problems and headaches. The pt denied receiving medical attention following use of the meter. She continued her usual dose of diabetes medication, metformin 500 mg. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt claimed she had passed out after the reported issue occurred. It is not clear if the pt was truly using the meter as the cca had noted the pt had not used the meter for a very long period of time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.